Event description:
It was reported that outside of surgery during biomedical engineering test check, the unit had a damaged comb. There was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
(B)(4). D10: 00770102200, ratchet handle, lot#: unk, serial#: unk. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.